Event description:
The following info was provided by the cook area representative based on comments made by the user: a cook 6 shooter saeed multi-band ligator was used during the procedure for esophageal varices. Upon deploying the 4th, 5th, and 6th bands, it becomes more difficult to deploy. When the cook area representative spoke with the individual at the medical facility that provided the info, it was determined that during the loading process the knot of the ligator trigger cord was not seated properly in the ligator handle. Improper seating of the trigger cord into the handle could be a contributing factor to the reported difficulty with band deployment. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The cook area representative spoke with the individual at the medical facility that provided the info, it was determined that during the loading process the knot of the ligator trigger cord was not seated properly in the ligator handle. Improper seating of the trigger cord into the handle could be a contributing factor to the reported difficulty with band deployment. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.